Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this crt-d and rv lead continue to high, out-of-range shocking lead impedance measurement greater than 125 ohms. This has been an ongoing issue. Further information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. This system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information indicated that the patient was seen in clinic and the plan was to monitor the patient's device. Subsequently, the source of high out-of-range shock impedance measurement was not conclusively determined. This system remains in service. No adverse patient effects were reported.